Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "peri-prosthetic femoral fracture of right knee. Replaced components [with] gmrs construct".

Manufacturer narrative:
An event regarding revision due to periprosthetic fracture involving an unknown femoral component was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned: -medical records received and evaluation: "in this elderly osteoporotic female patient a traumatic fall twenty years status-post primary total knee arthroplasty resulted in a periprosthetic femoral fracture, which was revised with a cemented distal femoral replacement arthroplasty. There is no evidence that factors associated with the primary total knee arthroplasty components¿ design, manufacturing or materials were responsible for this late term clinical event." -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: a clinician review of the provided medical records states the following; "in this elderly osteoporotic female patient a traumatic fall twenty years status-post primary total knee arthroplasty resulted in a periprosthetic femoral fracture, which was revised with a cemented distal femoral replacement arthroplasty. There is no evidence that factors associated with the primary total knee arthroplasty components¿ design, manufacturing or materials were responsible for this late term clinical event." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "peri-prosthetic femoral fracture of right knee. Replaced components [with] gmrs construct".